Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer states the left side frame is broken at a weld where the crossbrace attaches. Per the technician, cracked weld on the lower left side of frame where bottom of cross brace connects.